Manufacturer narrative:
(B)(4). Date sent: 12/9/2020. Investigation summary: the analysis results showed that one psee60a device was returned with the closing trigger and anvil in closed position, the anvil bent upwards and the anvil knife slot was noted to be damaged. In addition, a gst60g reload loaded in the device. The reload was received partially fired 1/2 with the reload deck damaged. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the knife was noted to be buckled. No functional test was performed due the condition of the device. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the anvil. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Event date unk. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lung biopsy that the stapler locked out. The stapler went came into contact with a metal clamp. The staplers jaws would not open. Another stapler was opened and stapled underneath the locked out stapler to resect the tissue. No patient consequences.